Manufacturer narrative:
Additional information: d4: model# and catalog# is updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with degenerative disc disease involved in l3-s1 tlif and bilateral sij fusion. It was reported at the end of the procedure, when they were breaking off the gold set screw using the appropriate driver, the set screw did not give the usual crisp breaking sound, instead it just quietly slipped off. Set screw was not torqued correctly so, they attempted to remove the set screw. They were unable to remove the set screw using the hex driver in the prolock crosslink tray so, a set screw extractor was used from the universal set screw removal tray. They were still unable to remove the set screw set. Later, they attempted to remove the entire rod construct on that side which consisted of removing already broken off set screws. Upon removal of the rod and crosslink, the crosslink was still unable to be removed from the rod. Reported there was no problem with hex driver. Additional surgery was performed, as they had to remove a crosslink that was already insitu, set screws already insitu and a rod already insitu. They couldn't get the crosslink off the rod, so a new rod had to be cut and bent. New solera 5.5 set screws and new crosslink was used. Surgical delay was approximately 1 hour. No other harm to patient. No fragments left in patient. No further surgery required/ scheduled. Procedure was completed without incidence. After, completing the procedure, failed cross link and rod was inspected. Reported, they were able to remove the crosslink by sliding it off the end of the rod, that was very tight. Reported, the set screw found to be broken off at the correct spot. However, the set screw also found to have sheared through the threaded portion, as it just fell out of the crosslink when removed from the rod. There were no patient symptoms or complications reported as a result of this event. Patient is alive and no injury.